Manufacturer narrative:
While on the phone with dario's representative, the user reported that she received bg readings in the range of 110 mg/dl and 140 mg/dl from her non-dario meter, which she stated is a normal range for her. During this phone call, it was also determined that the user was using a cartridge of strips that had expired in (B)(6) 2024, which she purchased in (B)(6) 2025. Dario's user guide states in the section factors that may lead to inaccurate results: "the test strip is expired." And in the test strip precautions section: "check the "use by" date on the test strip cartridge. Do not use the test strips after that date" a replacement of dario's strips was sent to the user to make sure that the dario strips are reading correctly. After the new dario strips were received, dario's representative followed up with the user, who reported that the new cartridge of strips are giving her bg readings that are in normal range for her. Dario's investigation indicates that the user has placed multiple orders for test strips, and it is possible that she is referring to a previous, older order where she received the strips that caused the high readings. Dario's representative has been instructed to contact the user again to confirm the correct order and verify if the strips are indeed expired, however, no response has been received to date. If new information is received, a follow-up report will be submitted. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6) 2025, the user contacted dario to report high blood glucose (bg) readings.the user reported that for the past two weeks, she has been receiving high bg readings from her dario meter when compared to bg readings that she received from her non-dario meter, which the user stated correlated with her diet on that day. The user also stated that she compared her bg readings with two different meters. The user reported a bg reading of over 400 mg/dl.